Event description:
A device report from synthes (B)(4) indicated a hosp in (B)(6) reported: pt with femoral fracture was stabilized with 19 hole ti plate on an unk date. The plate broke post-operatively after 6 weeks during partial weight bearing in (B)(6) 2012.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.